Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) year old female patient receiving intrathecal morphine 5mg/ml (dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that there as a confirmed pump flip. The patient had been complaining of no pain relief. The hcp attempted a catheter access port (cap) dye study, and was unable to aspirate from the cap. The patient told the hcp that a previous managing physician had to flip her pump back to do a refill of the pump (2015, actual date unknown). The pump and catheter were replaced on (B)(6) 2016, and during the revision they found the catheter migrated and was all wound up in the pocket. The manufacturing representative was unsure why the pump was replaced. The manufacturing representative had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.